Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report no audio output on (B)(6) 2014. Patient tested the alert functionality and reported tone alerts were not functional, but device did vibrate. At the time of contact, patient did not report any injury or medical intervention for the date of issue.